Event description:
It was reported that a flogard infusion pump does not function. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A power-on self-test was performed, and an f-38 alarm was observed. The reported condition was confirmed as the f-38 alarm. The cause of the f-38 alarm was determined to be out of specification force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.